Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. There was no patient involvement, as the pump was used for demonstration purposes and was not being used on a customer at the time of the event. Despite charging the pump for an hour, the pump was unable to be turned on.